Event description:
During the post-closure x-ray examination, it was discovered that a checkpoint screw had been left in the bone. This was due to a lack of verification by the physician, (B)(6), and all staff members. Since the patient was still under anesthesia, the incision was reopened and the screw was removed. Although the surgery was extended by 30 minutes, no additional anesthesia was administered. Reopened and the surgery was extended by 30 minutes.